Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG malfunction was found to be not used on the patient when the machine was turned on. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG malfunction was found to be not used on the patient when the machine was turned on. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by customer and a third party. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an ECG module failure. The root cause of the ECG module failure could not be determined. The issue was resolved by replacing ECG module and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.